Event description:
According to the reporter, during a laparoscopic totally extraperitoneal hernia repair procedure, while inserting the balloon port, the balloon was unable to inflate. The device was replaced to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.